Manufacturer narrative:
This report is submitted on may 22, 2023.

Event description:
Per the clinic, the patient experienced an infection (location of infection is unknown and could be not device related). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.